Manufacturer narrative:
The reported complaint of a leak could be confirmed from the photo provided by the customer. The photo showed the sample with a sizeable leak, however, without the return of the sample, a comprehensive review could not be performed and a probable cause could not be determined. A DHR lot # review could not be conducted because the lot number of the device is unknown. Section e additional contact: (B)(6).

Event description:
The complaint/event involved a chemolock¿ that reportedly leaked doxorubicin leaked from the port area of the device during patient use. The patient had some doxorubicin from the syringe before it leaked all over the blue pad. The customer reported that the level of harm was n/a or not reported.